Manufacturer narrative:
The customer provided examples of discrepant results for 3 additional patient samples tested on 11-jun-2024. Sample 69k initial result was 1.29 mmol/l. The repeat result was 0.80 mmol/l. Sample 81g initial result was 1.42 mmol/l. The repeat result was 0.85 mmol/l. Sample 53l initial result was 1.17 mmol/l. The repeat result was 0.61 mmol/l. On 12-jul-2024 the field service engineer (fse) completed instrument performance testing with acceptable results. The fse replaced the reagent arm. The fse noted the reagent probe coating was scratched; the probes were replaced and adjustments were performed. Qc was performed. The customer has not complained of any further issues. The cause of the event could not be determined.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for magnesium on a cobas 8000 c 702 module. The customer provided an example of discrepant results for 1 patient sample. The initial result was 1.42 mmol/l. The repeat result was 0.85 mmol/l. The field service engineer (fse) performed precision testing with acceptable results, however, the issue was not resolved. Discrepant results were provided for an additional patient sample. The initial result was 1.31 mmol/l. The repeat result was 0.77 mmol/l.

Manufacturer narrative:
The magnesium reagent lot number and expiration date were not provided. The investigation is ongoing.